Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device misfired on the 7th firing on the stomach. The device cut but did not staple. There was a gold cartridge in the device. Peristrips were being used. The case was completed with another device and 2 cartridges of the same product code. The procedure was delayed 40-60 minutes. A total of 9 cartridges were used; 3 green and 6 gold. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with one ecr60d cartridge loaded on the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).